Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during testing, the implantable cardioverter defibrillator exhibited a diagnostics issue and was measuring t-waves, rather than r waves. Programming changes were discussed and no intervention was performed. The patient was asymptomatic throughout.